Event description:
During cardiac cath(catheterization) procedure, coronary wire, the short run through tip lodged distally and when pulled it broke off in the prox(proximal) portion and was retained in the rca(right coronary artery).